Event description:
The device was used during a colon resection. Reportedly, the instrument did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.